Event description:
It was reported that balloon rupture occurred. The 89% stenosed target lesion was located in a non calcified right common vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during inflation at 2 atmospheres for 5 minutes, the balloon ruptured. The balloon was removed from the patient's body over a 0.035 wire and the procedure was completed with another of the same device. No patient complications were reported.